Event description:
The customer reported the system would not display a usable image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the image processor needed to be replaced. No conclusion can be drawn as repair information is unavailable.